Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported hat the customer fell onto the pump and cracked the touchscreen. There was no impact to the customer's blood glucose level. It was indicated that manual injections were available for diabetes management.